Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels had read high (>500 mg/dl) while wearing the pod between 4 and 24 hours. The patient administered boluses in total of 36.3 units of insulin. In addition the patient applied a new pod. Once at the hospital the patient was provided intravenous fluids as well as an insulin drip. The patient had lab work performed. The patient was admitted to the intensive care unit (ICU). The patient was released from the hospital after 2 nights. Upon discharge from the ICU the patients reported blood glucose level was 142 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.